Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an ophthalmic cannula squeegee device was used during a cataract surgery in the patient's left eye at which time the posterior capsule became torn. An unplanned vitrectomy and alternate three piece intraocular lens implantation was required. Additional information is not available for this reported event.